Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of leak was 2 ml and was not contained within the unit. The customer was wearing personal protective equipment of lab coat and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a pinhole leak in the differential sample line from the differential mixing chamber to the t-fitting going to the flow cell. The fse replaced the tubing that fixed the leak and verified the unit performance. Identification of the failure mode: a pinhole leak in the differential sample line from the differential mixing chamber to the t-fitting going to the flow cell. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to cause erroneous differential results due to improper sample flow from the differential mix chamber to the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).